Manufacturer narrative:
H3. Analysis of the pump found that it passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (morphine 2.0 mg/ml <(>&<)> bupivacaine 11.0mg/ml at 0.6006 mg per 24 hrs base rate 0.0250mg/hr) via an implantable pump for unknown indications for use. It was reported that the whole system was explanted due to ¿possible¿ risk of infection but not sure if was infected or not. The patient was diabetic (a1c over 8) with a high bmi. The patient had wound dehisced at the site of catheter implantation. A physician requested culture at the sites. The physician initially investigated the pump not meeting patient therapeutic expectations.  Action/intervention: decide to bring the patient to operation room (or) to investigate the catheter. Everything with this pump and catheter were operating properly. The catheter was aspirated at the cap successfully with nice smooth return. The pump appeared to be functioning properly. The physician concerned about infection and decided to remove the system and implant the system in the future. Outcome: the issue was resolved. The patient weight and medical history were asked but unavailable due to legal confidential reason. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2024 ; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the cause of the wound dehiscence was unknown for certain. The rep stated that the patient was diabetic with a1c over 8. The rep further stated that the system was returned.